Manufacturer narrative:
D.4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the cubie did not open. A technical support specialist guided the customer through techniques to open the cubie, which was successful, allowing the user to access the medication. The system functioned as intended after the technical support specialist guided the customer to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower user attempted to issue a medication, but the cubie lid did not open. The system then displayed a message indicating there was insufficient quantity to issue. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.